Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, it was reported that the patient woke to the cgm display device going off. It was not documented what alert or alarm was on the display device at that time. At that time, the cgm egv was showing 133 mg/dl and the bg was not checked. Sometime later, the husband came home to the patient sprawled out on the chair. The cgm egv was 115 mg/dl and the bg by the spouse was 32 mg/dl. The spouse called an ambulance and when the paramedics arrived, the bg was 39 mg/dl and the cgm egv was not documented. The hypoglycemia was treated with an unremembered shot and the patient was taken to the hospital. After treatment, the patient experienced chills and swollen arms. After treatment, the display device read high and the bg was not documented. The patient was discharged after an unspecified length of stay. Upon returning home, she ate carbohydrates. At the time of the report, the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6: health effect clinical code - chills.